Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the brown laser marked section. No pieces were missing. Thermal damage was not observed. Additional observations not reported by site that are related to the primary failure: the instrument was found to have broken grip cables at the same location as the broken tube extension. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a broken tube extension, pitch cables, conductor wire and flush tube that potentially contributed to the broken grip cables. The instrument was found to have a broken distal pitch cable at the same location as the broken tube extension. The broken cable segments that contain the crimp were still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found a broken tube extension, grip cables, conductor wire and flush tube that potentially contributed to the broken pitch cables. The instrument was found to have a broken conductor wire at the same location as the broken tube extension. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken flush tube at the same location as the broken tube extension. A review of the provided images and video were consistent with the complaint of a broken shaft 3 cm away from the distal end. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the handle of the monopolar curved scissors instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument got damaged 3 cm away from the distal end. There was no missing part, nothing fell into the patient. There was no patient harm.